Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were stiff. A field service engineer (fse) realigned the ball bearing cage and installed two new slide bumpers on full-height drawer 6, and as part of preventive maintenance, replaced the latch inseparable due to product update on the same drawer. Additionally, the ball bearing cage was realigned, and one new slide bumper was installed on matrix drawer 1 and tested and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The drawer did not open fully and required manual pulling to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.